Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., g.1., g.2., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in posterior side assessed, as fold flaw opening. Additional observations: observed, wear abrasion on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side deflation. Healthcare professional confirmed, deflation. The device has been explanted.